Manufacturer narrative:
Philips service replaced the spare fuses, mpd control unit, and 19" color lcd monitor cr (dc19-lcr), and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to start due to a blown fuse in the main cabinet on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.